Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was unknown. The customer reported that there was scratches on screen, crack in the reservoir port, chips in the reservoir port, pump has rejected brand new battery, no insulin deliver alarms without explanation, customer has been getting unexplained iop test failure at 10:01 am, motor error. The troubleshooting was not mentioned. The product will not be returned for analysis.